Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when he turned the power button on for his pump, the screen came on and then turned off again quickly. The patient stated he had just changed the batteries. It was confirmed that the patient was currently infusing on his backup pump, with no lapse in therapy. There was patient involvement and no patient harm/adverse event reported.